Manufacturer narrative:
(B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital report that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 stopped working. The jaws were not overheated or timed out. A new device was used to complete the procedure. There was no patient harm.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h6, h11. Corrected section: impact code 4629 removed.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4) updated sections. The device was returned to the factory for evaluation on 12/02/2024. An investigation was conducted on 12/16/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact harvesting device jaws or intact heater wire. An electrical evaluation was conducted. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (04) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .67 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device as well as the evaluation results, the reported failures "electrical /electronic property problem¿ and "intermittent continuity" were not confirmed. The lot # 3000413832 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
The hospital report that during a saphenous endoscopic vessel harvesting procedure, vasoview hemopro 2 stopped working. The jaws were not overheated or timed out. The power was set to 3. The device passed the pre-cautery test and sound was heard when the toggle was pulled back to activate the device. However, the device would cut tissue intermittently toward the end of the case then stopped working. The power supply, cords, and adaptor were swapped out. A new device was used to complete the procedure. There was a delay to open a new device. There was no patient harm.